Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response and button error alarm due to all buttons having a flattened dome switch. The insulin pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, unresponsive buttons. The customer's blood glucose reading went up to 30 mmol/l. The customer did not state any significant events leading to the alarm. The insulin pump will be returned back for analysis.